Event description:
A malfunction was reported with a code of malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction code did not recur after resetting, and the customer was instructed to continue using the pump and to call back if any issues arose.